Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 3 of 6 on the homechoice machine (hc). The technical service representative (tsr) assisted the caregiver(cg) to clear the alarm. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. The root cause was identified to be use error from the patient connecting the extension line after the prime. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.